Manufacturer narrative:
The investigation for the vascular damage has been completed. Clinical details states that the aortic dissection discovered during impella cp case. No product was returned. The root cause of the vascular damage - great vessel was not determined as no product was returned and limited clinical information was provided. Added- h6 impact code 4642 d4-corrected model number. H6 component code 4755 changed to 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions: physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿. Caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿.

Event description:
The user facility reported a 60-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A percutaneous coronary intervention (pci) with intra-aortic balloon pump (iabp) support was attempted but the patient deteriorated and was switched to impella cp support. Extra-corporeal membrane oxygenation (ECMO) was also added but the patient¿s condition did not improve. An aortic dissection was discovered, a decision was made to make the patient a do not resuscitate (dnr). The patient expired. The attending physician stated that the impella did not cause or contributed to the dissection.